Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the remaining portion of the leads were explanted. Surgical intervention addressed the issue.

Event description:
Related manufacturer reference number: 1627487-2021-01341. It was reported that during the patients elective explant procedure on (B)(6) 2021 the physician was unable to remove the patient's leads completely. One lead was unable to be removed from its position and remains in place and intact. The second lead could not be completely retracted and was cut, a fragment of the device remains implanted. Additional surgical intervention may be pending to remove the leads.